Event description:
A social media post alleged that the manufacturer's pacemakers and defibrillators have a very short battery life. No other information was provided. No patient complications have been reported as a result of this event.